Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. Initial visual examination noted that a shaft hypotube break located approximately 285mm distal from the catheters strain relief. Microscopic examination also noted three indentations/scratches on the surface of the hypotube on the distal section of the break (just proximal to the edge of the break). The entire shaft was kinked at various intervals along its entire length. The stent was not secure or fully crimped on the balloon and was moving freely. The stent also had some kinking present. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. A 3.50x16mm promus element stent delivery system was selected to treat the lesion. The proximal shaft part, the hypotube was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Deice is combination product (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. A 3.50x16mm promus element ¿ stent delivery system was selected to treat the lesion. The proximal shaft part, the hypotube was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.